Event description:
It was reported that the zimmer ultracare wound sheet is holding in moisture and causing skin irritation. Additional clinical f/u indicated that the sheeting was reported to have been used for a premature infant that was in a thermostatically controlled (35-37 degree celsius) environment. After "a brief period" the customer noted the infant's skin to be red and peeling. An ointment was applied to treat the skin.

Manufacturer narrative:
The device was not returned to the MFR. A f/u medwatch will be submitted once the investigation is complete.